Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that data points were missing from the continuous glucose monitor graph. Additionally, customers blood glucose level was 45 mg/dl and was resolved by consuming carbs. Reportedly, the customer continued to use the pump for insulin therapy.